Event description:
The outer package was disposed of by the facility shortly after the reported incident. According to the reporter, hospital personnel were performing a synchronized cardioversion procedure on a pt, condition not reported. The device was used at 275 joules to cardiovert the pt successfully but, according to the reporter, the shock left a 4 cm. Burn under the sternum electrode. There was no burn under the posterior one. The burn was treated with silvadene and the pt sent home. A followup the next day showed the pt's burn had improved to a redness. The electrodes are not available for medtronic for evaluation at this time. The reporter stated that the medical center's biomedical dept indicated the reported incident occurred because air was trapped under the electrode and electrical arcing there caused the burn. Medtronic publishes warnings in operating instructions for therapy electrodes regarding possible skin burns, "during defibrillation or pacing, air pockets between the skin and therapy electrodes can cause pt skin burns. Apply therapy electrodes so that entire electrode adheres to skin. Do not reposition the electrodes once applied. If the position must be changed, removed and replace with new electrodes." The electrodes were shipped in 2005 to medtronic quality for evaluation. They will not be returned to the facility.